Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. Chr showed two other similar product complaint(s) from this lot number ((B) (4) & (B) (4)).

Event description:
It was reported that there has been a rupture of catheter on the venous way at the clamp closure. Removal and replacement of the catheter.